Event description:
It was reported that post a stenting treatment procedure, a "heart attack" occurred. The lesion was located in an unspecified coronary artery. A 2.75x12mm express2 stent was placed. "After he was taken off plavix, he experienced a heart attack in (B)(6) 2006" and had three taxus express2 stents implanted. No further patient complications were reported. The patient reported he is concerned about the physician's recommendation to discontinue plavix. Additional information was requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).